Manufacturer narrative:
This product is part of a recall [z-2741-2011] for jasmin lifts as published on the invacare website. The recall was initiated on (B)(4) 2011. This consumer was notified in writing on two occasions to return the product: (B)(4) 2011 - no signature obtained and (B)(4) 2011 - signature obtained. The product was returned on (B)(4) on 6/24. An evaluation was performed by invacare. Visual evaluation indicated evidence of normal daily impacts to the device as well as shipping concerns with missing components and dangling cables. Functional evaluation included rebuilding the device and testing the performance. After activation of the pendant the device had audible atypical noises. The boom would not operate either up or down. When using no power, the emergency down switch functioned properly.

Event description:
The consumer told the dealer the lift allegedly dropped him and he sustained unknown injuries. Invacare continuing care has attempted to contact the customer twice and left a message on his cell phone with no response. No other details of the incident or alleged injury are known at this time.